Event description:
The seat on a powered pt transport came off, causing the user to fall. The event occurred while the user was getting onto the lift and before the user was able to secure the seatbelt. The fall caused a shoulder injury for which the user later was treated in the hospital. This event occurred in (B)(6). The cause of the event was not initially discovered. After receiving additional info and doing an investigation, the manufacturer had decided to initiate a product field update.

Manufacturer narrative:
.